Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter was defective/damaged. An indwelling needle can reduce the number of punctures, alleviate the child's pain, and protect blood vessels. As the nurse was preparing to perform a peripheral venipuncture on the child, she removed the needle and found that the anterior hose had retracted and was replaced with a new needle. This adverse event did not result in any adverse effects to the child.

Manufacturer narrative:
1. No defective sample or photo has been received, and the defect state of the catheter kink cannot be identified. 2. DHR/bhr review lot#4016643 1-the products of this batch were assembled at intima ii auto line 2 in february 2024, and packaged at r240 package line in february 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The catheter tip of the retained sample of this batch is examined under the microscope, and no abnormality is found. Penetration force test is carried out on the sample, and the needle tip penetration force, catheter tip penetration force and catheter drag force all meet the product specifications. 4. During the production process, the catheter head will be tipped to facilitate smooth penetration, and the catheter after tipping will be 100% detected by the vision system. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the production process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for further examination, the root cause of the catheter kink cannot be confirmed. The plant will continue to track and trend the issue.

Event description:
No additional information provided.